Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope plus broke and a fragment fell inside the patient. It is unknown if the fragment was retrieved. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the endoscope plus to perform failure analysis. However, as of the date of this report, the evaluation of the endoscope has not been completed.